Event description:
It was reported by service report that the compression springs that keep the siderail latches secure were missing from the latch assemblies. No patient involvement or adverse consequences are reported.